Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of a battery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they went to change the battery and noticed part of the pump where the battery inserts is broken.